Manufacturer narrative:
The complaint investigation for false positive architect stat high-sensitive troponin-I reagent lot number 44259ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Ticket and trending review for lot 44259ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding commonalities for lot numbers and the issue. Device history record review did not identify any non-conformances or deviations with lot number 44259ud00. The overall performance of the architect stat high-sensitive troponin-I reagents was reviewed using field data from customers worldwide. Review shows that the median patient result for lot 44259ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Accuracy testing of lot 44259ud00 was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect stat high-sensitive troponin-I reagent lot number 44259ud00 was identified.

Manufacturer narrative:
Patient identifier: sample ID's (B)(6). Initial reporter: complete phone number - (B)(6). An evaluation in process and a follow-up will be submitted when the evaluation is completed. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high-sensitive troponin-I results for one patient and provided the following data: (B)(6) 2023 at 21:28 (sample ID (B)(6)): troponin-I = 1.8 pg/ml, ck-mb = 0.4 ng/ml. (B)(6) 2023 at 23:29 (sample ID (B)(6)): troponin-I = 894.2 pg/ml. The patient reportedly had severe chest pain around this time and was sent for a cardiac catheterization procedure. (B)(6) 2023 at 06:37 (sample ID (B)(6)): troponin-I = 10.2 pg/ml. (B)(6) 2023 at 06:28 (sample ID (B)(6)): troponin-I = 9.9 pg/ml, ck-mb = 0.265 ng/ml. (B)(6) 2023 the physician questioned the troponin-I result of 894.2 pg/ml and the sample was retested and generated a troponin-I of 2.5 pg/ml. The customer reported that the patient¿s doctor sent the patient to have a cardiac catheterization because the patient had severe chest pain and an elevated troponin result. The customer communicated that the cardiac catheterization was performed unnecessarily. It was confirmed that the patient is doing ok and there was no further impact to patient management reported.